Manufacturer narrative:
Manufacturing and quality control data the paedigav was manufactured by a qualified employee in march 2019. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a fixed pressure of 9 cmh2o in the horizontal and 24 cmh2o in the vertical position. The valve was inspected as article fv286t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection particels /residues tissues are visible of the valve was observed through the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Results first, we performed a visual inspection of the paedigav. Some particles, proteins or other tissue residues are visible. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in both positions. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is completed.

Manufacturer narrative:
Investigation on-going. Additional informations /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a paedigav 9/24. The surgeon suspects that the gravitational unit is not compatible and that the valve operated with a decreased flow. Patient informations: age: (B)(6) month, height cm: n/a, weight kg: (B)(6), gender: male, implantation: (B)(6) 2020, explantation: (B)(6) 2021.